Event description:
During the procedure, the orbit helical fill 3x10 coil (637hf0310/15416133) was placed in the aneurysm completely, but the sl-10 (mc) microcatheter (boston) was kicked back from aneurysm, so the coil stretched. During repositioning, the coil was first withdrawn into the mc, then repositioned the mc, then pushed the coil into aneurysm again. Additionally, during insertion, there might have been resistance in the distal shaft. After the event, the coil and delivery system was removed from the patient without any issues, and another one was used to complete the procedure with the same mc. An adequate continuous heparinized flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and steam, and without any damages. There were no kinks in the mc that may have contributed to the event and a balloon or stent remodeling product was not used during the procedure. The target site was the (pcom) posterior communicating artery with a saccular aneurysm that was 5.2 x 5.5 and neck size of 3.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched condition was confirmed. Functional test could not be performed due to the condition of the received product. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the analysis. The cause of the kinks found on the device and the embolic coil condition (stretched) could not be conclusively determined. The failure reported by the costumer as "detachable coil delivery system (dcs) - resistance/friction-during advancement" could not be evaluated due the conditions of the received unit; however during the dimensional analysis the device meets with the od specifications. Procedural/handling factors appear to have impacted on the failure experienced by the customer. Neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of damages leaving from the facility. However, the cause is inconclusively and undetermined; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an aneurysm coiling the orbit helical fill 3x10 coil ((B)(4)) when positioning the coil in the aneurysm the sl-10/boston microcatheter kicked back from aneurysm, therefore the physician wanted to adjust the microcatheter tip and the coil stretched. Prior to the stretching, part of the coil was withdrawn into the mc and the mc was repositioned followed by further deployment of the coil. It was reported that during insertion there may have been some resistance at the distal shaft and possibly extra force utilized to advance/withdraw the coil. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. It further cautions to never withdraw or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. The coil still attached to the delivery system was removed from the patient without any issues. The saccular posterior communicating (pcom) aneurysm measured 5.2x5.5 the neck was 3. No neck remodeling devices were used. The mc was reshaped using a shaping mandrel and steam with no damages after re-shaping. An adequate continuous flush was maintained through the microcatheter at all times. There were no kinks noted on the mc and no neck remodeling devices were used. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched condition was confirmed. Functional testing could not be performed due to the condition of the received product. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance/friction could not be evaluated due to the conditions of the returned device; however the dimensional analysis of the returned device was within specification. The reported stretched coil was confirmed with analysis. The cause of the kinks found on the device and the stretched embolic coil condition could not be conclusively determined. Inspections are in place to prevent these kinds of damages leaving from the facility. Vessel/aneurysm characteristics, instability of the concomitant microcatheter, the wide necked aneurysm characteristic may have contributed. Additionally, the procedural factor of repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, may have contributed. Although no definitive conclusion can be made, clinical/procedural factors may have contributed to the event with no indication of any device manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.